Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was found unconscious and had severe diabetic ketoacidosis. The customer was admitted to the hospital on (B)(6) 2016. The customer did not regain conscious for 3 days. The customer was disconnected from the pump received insulin therapy at the hospital. The customer did not recall what the blood glucose level was at the time of the event and was having trouble thinking. The customer stated that the pump had stopped delivering insulin, had reset unexpectedly and the history was gone. After reviewing the pump t:connect data, tandem technical support found that the customer had received multiple occlusion alarms with one occurring on (B)(6) 2016. The occlusion alarm was triggered on (B)(6) 2016 at 8:49am and was not acknowledged until 2:22pm. The pump was then put into storage mode and turned back on (B)(6) 2016, but not engaged. Once the pump was turned back on, the pump had reset. The t:connect data also showed that the pump settings were intact. The customer was to speak to a healthcare provider prior to resuming pump use.